Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridges were filled with 480 units of insulin. Additionally, the customer reported being able to pull out 20-100 units of insulin from the cartridges that the pump declared were empty. The customer reported a blood glucose level of 315 mg/dl, which was addressed with a correction bolus via the insulin pump. During the initial call, the customer reloaded the cartridge and received an accurate fill estimate of over 300 units. On (B)(6) 2016, the customer reported an additional inaccurate fill estimate of 100 units after initially loading a cartridge with 480 units of insulin. The customer reported a blood glucose level of 60 mg/dl, which was treated by consuming breakfast. It was confirmed that the customer has an alternate pump available for diabetes management.